Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels below 40 mg/dl. Cause was not known. Customer consumed glucose tablets to address bg, although ultimately, the customer lost consciousness and someone called emergency medical services (ems). Ems provided the customer with fast acting glucose. Recommendation was made to consult with a healthcare provider regarding diabetes management.